Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made a mistake. Peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with ceftazidime for five days (route, dosage, and frequency not reported) and vancomycin for eighteen days (route, dosage, and frequency not reported) for the peritonitis event. Five days after onset, the patient was treated with imipenem for thirteen days (route, dosage, and frequency not reported) and amikacin for thirteen days (route, dosage, and frequency not reported) for the peritonitis event. Eight days prior to the receipt of this report; antibiotic treatment was discontinued, dianeal therapies were discontinued, the peritoneal dialysis catheter was removed, and the patient was transferred to hemodialysis therapy. After twenty-three days of hospitalization, the patient was discharged. The patient was not recovered from the bacterial peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.